Event description:
It was reported that an ilet pump did not charge despite being on the charging pad for approximately two hours, with the device displaying the charging symbol and the pad showing a solid green light; this aligns with a premature battery discharge issue associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.